Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during acetabular screw hole preparation the drill broke completely off. Intra-operatively, a different drill was used to successfully complete the case. Attempts have been made and no further information has been provided.